Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es password updates required for pyxis transaction servers to meet it security compliance, with scheduled coordination needed to minimize downtime and prevent delays. However, there were no delays or adverse events or injuries reported based on this event.